Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that "medication was ordered to be given over sixty (60) minutes (-15min/+5min). Infusion started at 1148 and ended at 1254, making the drug one (1) minute outside window". There was patient involvement, there was no injury to the patient.

Event description:
It was reported by the customer that "medication was ordered to be given over sixty (60) minutes (-15min/+5min). Infusion started at 1148 and ended at 1254, making the drug one (1) minute outside window". There was patient involvement, there was no injury to the patient.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed that the pump module was operating as intended. The customer provided an event date on january 14, 2025, at 11:48 am to 12:54 pm. A log review was performed with the information contained in the pcu s/n 15439693 event log. It was confirmed in the event log that the infusion was started at 11:48 am; however, the recorded infusion complete time was at 12:52 pm. A review of the error logs showed no errors or malfunctions relevant to the facility¿s complaint. Based on the review of the pcu event log retrieved, on january 14, 2025, at 11:45 am the pcu was powered on, at 11:46 am, the pump module was programmed with a rate of 50 ml/hr, a volume to be infused (vtbi) of 20 ml and a delay of 10 min. The delay was cancelled, and the infusion was started. The pump module completed all 3 infusions, which were programmed with 4 different vtbi. The infusion was recorded to have completed within their respective infusion durations. The last pvi recorded at 12:52 pm was of 53.433 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Per bd alaris system user manual (v9.33), failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of an under infusion was not determined during the investigation. Note that this report lists imdrf annex a040502, a1801, g02017, g04037, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.